Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04679 and -04680).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Legal counsel reports patient allegations pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, discomfort, dysfunction, soreness, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: early or late postoperative, infection, and allergic reaction.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Legal counsel reports patient allegations pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, discomfort, dysfunction, soreness, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2014. Additional information provided in patient medical records indicate the left hip revision procedure on (B)(6) 2014 was due to pain and infected pseudotumor. Review revealed patient was implanted with spacer mold on (B)(6) 2014 and revised to the ringloc system on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Legal counsel reports patient allegations pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, discomfort, dysfunction, soreness, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2014. Additional information provided in patient medical records indicate the left hip revision procedure on (B)(6) 2014 was due to pain and infected pseudotumor. Review revealed patient was implanted with spacer mold on (B)(6) 2014 and revised to the ringloc system on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient revision report dated (B)(6) 2014 notes proximal osteolysis was observed.